Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an impedance out of range warning. The lead was found to have high pacing impedance and then return back to normal values. The lead remains in use. No patient complications have been reported as a result of this event.